Event description:
It was reported that during a hammer toe procedure the stainless steel tip of the implant broke off and remains in the patient. According to the reporter the surgeon could not put another implant in its place so he closed the soft tissue, hoping fusion of the bone would occur without hardware. Patient date of birth was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event would be exposing too much of the bio-portion of the pin in the driver during insertion. Per device directions for use (dfu), over-flexing of the device may cause breakage or cracking. The dfu states to seat the trim-it spin pin in the pin driver no further than 1cm past the back of the metal tip. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.